Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted for the treatment of a type ia endoleak in an endurant ii stent graft system during the endovascular treatment of a 56.6mm abdominal aortic aneurysm. The proximal neck diameter measured 22.6-30.43mm with 30 degree angulation. Moderate diffuse calcification (75%) was noted at the seal zone. It was reported during the index procedure, 10 endoanchors were deployed however one endoanchor did not adequately penetrate the aortic wall as it deflected off calcium. It was confirmed that the endoanchor is still penetrating the aortic wall and did not become free in the vasculature. The event has not been assessed by the investigator. No additional clinical sequelae were reported and the patient is fine.